Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on these confirmation results, it is possible that foreign matter obstructed the air/water conduit lines, preventing normal air/water delivery and causing abnormal water resistance. The foreign matter consisted of black silicone rubber and white cellulose-based fibers. Silicone rubber is used in various medical devices/instruments as packing, such as in the packing for the air/water valves, the packing for the water container connector, and the injection tube attachment points. It is possible that fragments of silicone rubber entered the conduit line due to damage, deterioration, or detachment of these packing components. Furthermore, cellulose fibers are widely used in materials such as cloth fibers (e.g., wipes), so contamination during wiping or similar processes is also a possibility. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object in the nozzle. There was no patient involvement.